Event description:
Customer reportedly tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. Coumadin unchanged based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.